Event description:
International customer reports one small volume (50 ml) intermate in which an overinfusion occurred while in use by a pt. Intermate was filled to 250 ml with 1000 mg 5fu and normal saline. The surgical unit attached the intermate to the pt and the pt was sent home. The infusion commenced at 0900 and was noted to be completed at approx. 1200. The pt who was being treated for liver cancer, complained of pain in the stomach. The pt was examined with a gastroscope, diagnosed with chronic gastritis and was administered an unknown amount of electrolyte solution (kn3b500). The clinician stated the gastritis and the subsequent infusion of electrolyte solution (kn3b500) were not a result of the overinfusion. No further clinical info available.